Event description:
It was reported that the lead exhibited loss of capture. It was resolved by turning off left ventricular output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.